Event description:
On (B)(6) 2016 a (B)(6) female patient was scheduled for a total vaginal hysterectomy, bilateral sacrospinous fixation of vaginal apex post colporrhaphy perineoplasty. The surgeon utilized the capio open access device with the gor-e-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament and while suturing it was noted that the bullet had become detached. Attempts to find the same was to no avail.